Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was stated that the customer reported was hospitalized for high blood glucose of over 900mg/dl. The husband stated that his wife was throwing during night. The spouse checked her glucose and she had 300mg/dl. Then the customer programmed a bolus. It was stated that hours later the blood glucose went up to 500mg/dl. The customer continued to bolus with the insulin pump and once again the glucose was checked. The spouse stated that the blood glucose was too high to be read on the blood glucose meter. The spouse declined to troubleshoot the insulin pump. No further info was provided.